Event description:
It was reported that a patient underwent an open pancreaticoduodenectomy procedure on an unknown date and suture was used. The suture broken during sewing and knotting on the vessel, and the needle fell into the patient, it took 5 hours to look for the needle and was finally retrieved with the help of imaging department. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿did this issue contribute to any patient adverse event? No subsequent adverse event report was received. ¿ was the needle piece(s) retrieved during the same procedure? The needle was not retrieved finally. ¿ were x-rays taken to locate the needle piece(s)? Unknown whether imaging was performed. After investigation, the patient underwent open pancreaticoduodenectomy in (B)(6) 2025 (specific procedure date unknown). The surgeon used the suture (w8710) to perform the vascular suturing in a continuous suturing manner during surgery (the specific suturing vessel was unknown). The suture broke when knotting during the suturing, and the needle fell into the patient's body. The surgeon immediately visually searched for the needle but was unsuccessful (whether imaging examination was performed during the surgery was unknown), and then routinely concluded the surgery. The surgery time was extended about 5 hours due to the search for the needle in this event. The patient was in stable condition currently. The following information was requested, but unavailable: ¿ can you identify the lot number of the product involved? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.